Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient faced issue of infusion set's cannula being crimped on (B)(6) 2024. The site of insertion was located at abdomen. The symptoms occured within 3 or more hours of insertion.the set was in use for 1 day. The blood glucose level were displayed high and patient was treated with correction bolus via pump.the issue was resolved by replacing infusion set and resuming insulin. Unomedical do not see bent/kinked as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend/kinked slightly. No further information available

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint pr.(B)(4) has been evaluated. The batch 6005495 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction guidance for visual testing for complaints area version 1 and work instruction guidance for functional testing for complaints area version 1 for the code "soft cannula found kinked upon removal from infusion site." Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. The following test was performed: visual test according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. Functional test 1 according to work instruction version 1 on reference samples, 10 samples out 10 samples passed the test. A batch record review was conducted resulting in the following: the lot 6005495 was manufactured according to the work instruction version 71 manufactured in the line 7, on 12/feb/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code "soft cannula found kinked upon removal from infusion site." And lot 6005495 and other six complaints has been registered in trackwise since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, other nine complaints received on the lot in question and malfunction code, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (mqr) procedure.